Manufacturer narrative:
Medical safety reviewed the event and noted limb ischemia can lead to more complications down the line. However, it is the impella 5.5 related events that are of a more immediate/direct issue and cannot be excluded as an associated factor to the patient's outcome. Refer to manufacturing report number 1220648-2025-28789 for the medical device report on the impella 5.5. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experience limb ischemia prompting escalation in care to an impella 5.5 device. The patient presented with non-st segment elevation myocardial infarction eight days prior; non-compliant to medication. Catheterization revealed left main, left anterior descending and circumflex arteries disease. Protected percutaneous coronary intervention (pci) with an impella cp was planned but the patient left the hospital against medical advice. The patient would return 5 days later and presented with chest pain and increase breathing difficulty. The impella cp device was implanted for cardiogenic shock and pci implanting drug-eluting stents. At the end of the intervention, distal runoff showed no flow below impella access site. The impella cp was at performance level p-9 with minimal pulse pressure difference. Right heart catheterization was performed, and swan-ganz catheter was left in place. The physician consulted for a higher level of care, and the patient was transferred out. The patient was with continued monophasic flow to right lower extremity (impella leg) and continued pressor/inotropes/low ejection fraction, and low pulsatility. The decision was made to escalate to impella 5.5 given the persistent cardiogenic shock. While on the impella 5.5 device the patient would experience further complications and expire after 10 days on impella 5.5 mcs.